Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / persistent and severe pelvic pain / pelvic pain / I did worst pain. Sharp pains in my right side"), abortion spontaneous ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and genital haemorrhage ("extremely heavy bleeding with large clots") in a (B)(6) female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tonsillectomy (recurrent tonsillitis) in (B)(6) 2006 and laparoscopy (infertility) in 2004. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6) 2018 and birth control pill from (B)(6) 2007. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"). In (B)(6) 2008, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight increased ("I have gained weight /weight gain") with weight loss poor, allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), acne ("horrid acne / acne"), rash ("rashes"), food intolerance ("food intolerances"), menorrhagia ("heavy menstrual cycle with clotting"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), irritability ("irritability"), mood swings ("mood swings"), hirsutism ("facial hair growth"), ovulation pain ("the ovulation cramps are killing me!"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress "), ill-defined disorder ("know they get worse with illness"), pain ("body aches / pain"), flatulence ("the gas pains"), abdominal pain lower ("cramping"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish"), emotional distress ("suffering") and investigation noncompliance ("did not undergo an essure confirmation test"). On an unknown date, the patient experienced skin disorder ("skin issues"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight increased ("I have gained weight /weight gain") with weight loss poor, allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), acne ("horrid acne / acne"), rash ("rashes"), food intolerance ("food intolerances"), menorrhagia ("heavy menstrual cycle with clotting"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), irritability ("irritability"), mood swings ("mood swings"), hirsutism ("facial hair growth"), ovulation pain ("the ovulation cramps are killing me!"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress "), ill-defined disorder ("know they get worse with illness"), pain ("body aches / pain"), flatulence ("the gas pains"), abdominal pain lower ("cramping"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish"), emotional distress ("suffering") and investigation noncompliance ("did not undergo an essure confirmation test"). On an unknown date, the patient experienced skin disorder ("skin issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, weight increased, allergy to metals, rash, food intolerance, irritability, mood swings, hirsutism, arthralgia, ovulation pain, feeling abnormal, stress, ill-defined disorder, flatulence, abdominal pain lower, muscle spasms and investigation noncompliance outcome was unknown, the skin disorder outcome was unknown, the acne, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the pain and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, hirsutism, ill-defined disorder, irritability, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. The reporter provided no causality assessment for investigation noncompliance with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound scan - on (B)(6) 2013: anteverted uterus. A few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6) 2013 ultrasound performed. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - pfs received ¿ case upgraded as incident. New events, ¿persistent and severe pelvic pain / pelvic pain, persistent and severe abdominal pain, heavy menstrual cycle with clotting, heavy menstrual cycle with pain, painful intercourse, irritability, mood swings, facial hair growth, joint pain, I am allergic to nickel, extremely heavy bleeding with large clots, the ovulation cramps are killing me, I'm fed up with waiting, I know they get worse with stress, know they get worse with illness, body aches,the gas pains, cramping, sometimes spasms, that concentrated in my upper back extremely painful, I suspected several miscarriages during the two years following essure implantation, suspected several miscarriages, device ineffective, mental anguish, did not undergo an essure confirmation test were added. Lot number was added. Product implant date and explant date was updated. Historical and concomitant conditions and treatment medication were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / persistent and severe pelvic pain / pelvic pain / I did worstpain. Sharp pains in my right side"), habitual abortion ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and genital haemorrhage ("extremely heavy bleeding with large clots") in a 28-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tonsillectomy (recurrent tonsillitis) in (B)(6) 2006 and laparoscopy (infertility) in 2004. Insertion procedure performed without complication and patient tolerated the procedure well. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6) 2018 and birth control pill from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted.in (B)(6) 2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"). On the same day, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), menorrhagia ("heavy menstrual cycle with clotting"), allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pain ("body aches / pain"), ovulation pain ("the ovulation cramps are killing me!"), investigation noncompliance ("did not undergo an essure confirmation test"), weight increased ("I have gained weight /weight gain") with weight loss poor, skin disorder ("skin issues"), acne ("horrid acne / acne"), food intolerance ("food intolerances"), irritability ("irritability"), hirsutism ("facial hair growth"), mood swings ("mood swings"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress"), malaise ("know they get worse with illness"), flatulence ("the gas pains"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish") and emotional distress ("suffering"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the habitual abortion, pregnancy with contraceptive device, genital haemorrhage, rash, allergy to metals, abdominal pain lower, ovulation pain, investigation noncompliance, weight increased, skin disorder, food intolerance, irritability, hirsutism, mood swings, arthralgia, feeling abnormal, stress, malaise, flatulence and muscle spasms outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and acne was resolving and the pain and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, habitual abortion, hirsutism, irritability, malaise, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: anteverted uterus a few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6) 2013, (B)(6) 2013 ultrasound performed. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Event confirmed by medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / persistent and severe pelvic pain / pelvic pain / I did worst pain. Sharp pains in my right side') in a 28-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tonsillectomy (recurrent tonsillitis) in (B)(6) 2006 and laparoscopy (infertility) in 2004. Insertion procedure performed without complication and patient tolerated the procedure well. A few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6) 2013, (B)(6) 2013 ultrasound performed. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6) 2020 and birth control pill from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"), lasting 730 days. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced habitual abortion ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), genital haemorrhage ("extremely heavy bleeding with large clots"), rash ("rashes"), menorrhagia ("heavy menstrual cycle with clotting"), allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pain ("body aches / pain"), ovulation pain ("the ovulation cramps are killing me!"), investigation noncompliance ("did not undergo an essure confirmation test"), skin disorder ("skin issues"), acne ("horrid acne / acne"), food intolerance ("food intolerances"), irritability ("irritability"), hirsutism ("facial hair growth"), mood swings ("mood swings"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress"), malaise ("know they get worse with illness"), flatulence ("the gas pains"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish") and emotional distress ("suffering"), was found to have a pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and was found to have weight increased ("I have gained weight /weight gain") with weight loss poor and hormone level abnormal ("essure knocked my hormones out of whack"). The patient was treated with otc anti-inflammatory medicine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the habitual abortion, pregnancy with contraceptive device, genital haemorrhage, rash, allergy to metals, abdominal pain lower, ovulation pain, investigation noncompliance, weight increased, skin disorder, food intolerance, irritability, hirsutism, mood swings, arthralgia, feeling abnormal, stress, malaise, flatulence, muscle spasms and hormone level abnormal outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and acne was resolving and the pain and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, habitual abortion, hirsutism, hormone level abnormal, irritability, malaise, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: anteverted uterus. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Event confirmed by medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / persistent and severe pelvic pain / pelvic pain / I did worstpain. Sharp pains in my right side') in a 28-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tonsillectomy (recurrent tonsillitis) in october 2006 and laparoscopy (infertility) in 2004. Insertion procedure performed without complication and patient tolerated the procedure well. A few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6)2013 ultrasound performed. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6)2020 and birth control pill from (B)(6)2007 to (B)(6)2007. Concurrent conditions included body mass index normal. In (B)(6)2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"), lasting 730 days. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced arthralgia ("joint pain"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced habitual abortion ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), genital haemorrhage ("extremely heavy bleeding with large clots"), rash ("rashes"), menorrhagia ("heavy menstrual cycle with clotting"), allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pain ("body aches / pain"), ovulation pain ("the ovulation cramps are killing me!"), investigation noncompliance ("did not undergo an essure confirmation test"), skin disorder ("skin issues"), acne ("horrid acne / acne"), food intolerance ("food intolerances"), irritability ("irritability"), hirsutism ("facial hair growth"), mood swings ("mood swings"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress"), malaise ("know they get worse with illness"), flatulence ("the gas pains"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish") and emotional distress ("suffering"), was found to have a pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and was found to have weight increased ("I have gained weight /weight gain") with weight loss poor and hormone level abnormal ("essure knocked my hormones out of whack"). The patient was treated with otc anti-inflammatory medicine and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the habitual abortion, pregnancy with contraceptive device, genital haemorrhage, rash, allergy to metals, abdominal pain lower, ovulation pain, investigation noncompliance, weight increased, skin disorder, food intolerance, irritability, hirsutism, mood swings, arthralgia, feeling abnormal, stress, malaise, flatulence, muscle spasms and hormone level abnormal outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and acne was resolving and the pain and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, habitual abortion, hirsutism, hormone level abnormal, irritability, malaise, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan - on (B)(6)2013: results: anteverted uterus. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Event confirmed by medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event essure knocked my hormones out of whack was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / persistent and severe pelvic pain / pelvic pain / I did worstpain. Sharp pains in my right side') in a 28-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tonsillectomy (recurrent tonsillitis) in (B)(6) 2006 and laparoscopy (infertility) in 2004. Insertion procedure performed without complication and patient tolerated the procedure well. A few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6) 2013, (B)(6) 2013 ultrasound performed. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6) 2020 and birth control pill from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"), lasting 730 days. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced habitual abortion ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), genital haemorrhage ("extremely heavy bleeding with large clots"), rash ("rashes"), menorrhagia ("heavy menstrual cycle with clotting"), allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pain ("body aches / pain"), ovulation pain ("the ovulation cramps are killing me!"), investigation noncompliance ("did not undergo an essure confirmation test"), skin disorder ("skin issues"), acne ("horrid acne / acne"), food intolerance ("food intolerances"), irritability ("irritability"), hirsutism ("facial hair growth"), mood swings ("mood swings"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress"), malaise ("know they get worse with illness"), flatulence ("the gas pains"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish") and emotional distress ("suffering"), was found to have a pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and was found to have weight increased ("I have gained weight /weight gain") with weight loss poor and hormone level abnormal ("essure knocked my hormones out of whack"). The patient was treated with otc anti-inflammatory medicine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the habitual abortion, pregnancy with contraceptive device, genital haemorrhage, rash, allergy to metals, abdominal pain lower, ovulation pain, investigation noncompliance, weight increased, skin disorder, food intolerance, irritability, hirsutism, mood swings, arthralgia, feeling abnormal, stress, malaise, flatulence, muscle spasms and hormone level abnormal outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and acne was resolving and the pain and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, habitual abortion, hirsutism, hormone level abnormal, irritability, malaise, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: anteverted uterus. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Event confirmed by medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event essure knocked my hormones out of whack was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / persistent and severe pelvic pain / pelvic pain / I did worst pain. Sharp pains in my right side"), habitual abortion ("I suspected several miscarriages during the two years following essure implantation/ after over five years of suffering from suspected multiple miscarriages"), pregnancy with contraceptive device ("suspected several miscarriages/ a few (2-3) home pregnancy tests were taken that had faint positive lines") and genital haemorrhage ("extremely heavy bleeding with large clots") in a (B)(6) year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tonsillectomy (recurrent tonsillitis) in (B)(6) 2006 and laparoscopy (infertility) in 2004. Insertion procedure performed without complication and patient tolerated the procedure well. Previously administered products included for an unreported indication: ventolin from 1989 to (B)(6) 2018 and birth control pill from (B)(6) 2007. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient experienced nausea ("severe, near constant nausea / nausea/ nausea that lasted daily for two years"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("persistent and severe abdominal pain"). On an unknown date, the patient experienced habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), menorrhagia ("heavy menstrual cycle with clotting"), allergy to metals ("allergies / I am allergic to nickel; I always have been since I was a child"), dysmenorrhoea ("heavy menstrual cycle with pain / heavy, painful periods with clotting"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pain ("body aches / pain"), ovulation pain ("the ovulation cramps are killing me!"), investigation noncompliance ("did not undergo an essure confirmation test"), weight increased ("I have gained weight /weight gain") with weight loss poor, skin disorder ("skin issues"), acne ("horrid acne / acne"), food intolerance ("food intolerances"), irritability ("irritability"), hirsutism ("facial hair growth"), mood swings ("mood swings"), feeling abnormal ("I'm fed up with waiting"), stress ("I know they get worse with stress"), malaise ("know they get worse with illness"), flatulence ("the gas pains"), muscle spasms ("sometimes spasms, that concentrated in my upper back. Extremely painful"), anxiety ("mental anguish") and emotional distress ("suffering"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the (B)(6) of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2010, the nausea had resolved. In 2013, the abdominal pain had resolved. In (B)(6) 2013, the pelvic pain had resolved. At the time of the report, the habitual abortion, pregnancy with contraceptive device, genital haemorrhage, rash, allergy to metals, abdominal pain lower, ovulation pain, investigation noncompliance, weight increased, skin disorder, food intolerance, irritability, hirsutism, mood swings, arthralgia, feeling abnormal, stress, malaise, flatulence and muscle spasms outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and acne was resolving and the pain and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, emotional distress, feeling abnormal, flatulence, food intolerance, genital haemorrhage, habitual abortion, hirsutism, irritability, malaise, menorrhagia, mood swings, muscle spasms, nausea, ovulation pain, pain, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, stress and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: anteverted uterus. A few (2-3) home pregnancy tests were taken that had faint positive lines. On (B)(6) 2013 ultrasound performed. ¿concerning the injuries reported in this case, the following ones were reported via social media, nausea, pelvic pain, ovulation pain, feeling abnormal, pain, allergy to metals, flatulence, abdominal pain lower, muscle spasms, abortion spontaneous". Event confirmed by medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-apr-2018: medical records received. Dysmenorrhea was confirmed by medical records. Insertion and removal procedure dates confirmed. Case was medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.